Event description:
During a t4 kyphoplasty procedure, (using a bi-pedicular approach), the balloon was not fully deployed in the vertebral body and subsequently popped. This premature inflation caused the balloon to separate from the catheter and remain inside the vertebral body. An incision was made in order for the physician to remove the balloon. This added an additional one hour to the procedure. No antibiotics were prescribed and no fragments were left in the body, as verified via xray. The procedure was completed.

Manufacturer narrative:
It has been confirmed that the device was discarded at the account. Product evaluation could not be performed, as the product was not returned for investigation. As stated in the warnings section of the instructions for use: do not inflate the balloon until it has been fully deployed in the vertebral body. Inflating the balloon prior to full deployment may result in premature balloon failure due to contact between the balloon and the access cannula. Do not allow the balloon to contact bone splinters and/or surgical tools, including the access cannula, stylet, and/or the hand drill. The balloon component may fail due to contact with bone splinters and/or surgical tools.